Event description:
It was reported to philips that the device experienced a defib test failure. The customer requested assistance from an authorized remote service engineer. The customer explained that their unit was failing operational testing and displaying blue entries within the status log. Upon talking with the customer, it was initially recommended to replace the processor pca and internal memory card in an attempt to troubleshoot the issue. However, after this initial assessment, the customer was advised to return the unit for bench repair service so that an in-depth evaluation could be completed. The customer subsequently declined service and a cause for the failure could not be determined. Philips is unable to rule out that a malfunction did not occur. As the customer declined service for the device, an evaluation could not be completed and a definitive cause for the failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
H3 other text : customer declined service.

Event description:
It was reported to philips that the device experienced a defib test failure.